Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No occlusion or unexpected no delivery alarms noted during testing. Device functioning properly. Device received with minor scratched lcd window, scratched case and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received no delivery alarm. The customer's blood glucose was 380 mg/dl at the time of incident and customer treated it with syringe. The customer reported that the no delivery alarm received after troubleshooting and issue was unresolved. The insulin pump will be returned for analysis.